Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed e8 (power interrupt) and the check button on the device was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).